Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The date of event was not detailed. (B)(4). The device was not returned to the manufacturing facility for evaluation. A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative found evidence that water passed the water trap and into the air filter. The gas delivery exchange (gde) required replacement due to water infiltration. After replacing the gde, the unit passed all tests.

Event description:
The customer reports water was found in the hospital air lines. The customer is unsure if water entered the unit. Field service was requested to service/evaluate the unit. Carefusion field service representative reviewed the unit on (B)(6) 2013 and additionally detailed: a patient on the unit had become sick and the customer found water in the air lines. The unit was opened, after removing the air filter, water proceeded pass the water trap and into the air filter.